Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during an unknown step of peritoneal dialysis therapy. The patient disconnected when the alarm happened. The patient performed capd to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured during march 2014. The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history record review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.